Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy of 1mm. The medtronic representative (rep) went to the site to test the instruments and they had trouble verifying (see other case). It was confirmed that non-medtronic instrumentation was being used during the procedure. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
H2-h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. As per the case details, 1 mm of inaccuracy was observed. However, according to the IFU of stealthstation s8 spine, the accuracy = 2 mm is within the margin of navigational accuracy. However, as per the case details, ¿seaspine instruments,¿ which are non-mdt instrumentation, were used during the procedure. Based on the information provided, the issue appeared to be related to the off-label instrument use. There is no indication that a software anomaly contributed to the reported behavior. Previously reported codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that no fault was found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.